Manufacturer narrative:
This report is for unknown dhs®/dcs® coupling screw/unknown lot number. Device is unknown and is unknown if implanted/explanted. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows:it was reported that a procedure involving a dhs during implantation of the dhs screw, when the connecting screw broke. Remove the broken screw, and use one from their second set. This delayed the case by approximately 5 minutes. Product specialist was not present at the surgery. No adverse event to patient. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was obtained upon return of subject device. A device history record (DHR) review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was performed for the subject device (part number 338.310, dhs®/dcs® coupling screw, lot number 1134193). The investigation of the received instrument has shown that the threaded tip is broken off as complained. Without additional event information, it is not possible to determine what caused this type of damage. It is possible that too much mechanical force was applied mechanical force resulting in the breakage of the tip. Another possibility for the breakage may have been an insufficient connection. If the connection is not tight, the forces while hammering may cause breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. To prevent such problems, it is necessary to operate according to the technique guide. Although the complaint condition was confirmed, a root cause could not be identified and based on the DHR and manufacturing investigation, no product fault was detected. Synthes manufacturer was identified upon receipt of subject device lot number. Part number was reported in initial medwatch and is a valid synthes part number for dhs®/dcs® coupling screw. Synthes manufacturer was identified upon receipt of subject device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.